Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia due to adhesive issue event on (B)(6) 2026 as infusion set fell off during use and high blood glucose was treated with correction bolus via pump.